Event description:
It was reported on (B)(6) 2026 that the patient had elevated lactate dehydrogenase levels seen on labs on (B)(6) 2026 and log files were sent for review. It was noted that there were at least 2 no external power alarms. The patient believed that one alarm was due to the mobile power unit (mpu) becoming unplugged while they were moving. The patient was unable to recall the other no external power alarm. It appeared that both alarms followed low voltage alarms. The log files were submitted for review. The log files contained two separate loss of external power events while connected to the mpu. The low voltage hazard events seen were the result of the mpu suddenly losing power. The events appeared to have resolved once external power was completely restored. The log also contained multiple low voltage advisory/hazard events. These events appeared to be the result of the patient routinely depleting battery power into low voltage states. No other system controller alarms or any abnormal pump faults were seen in the log. The mechanical circulatory support (mcs) equipment operated as intended electronically and mechanically.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.